Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be duplicated. It was noted that the paint on the drive handle was completely cracked off and showed signs of hard impacts. The imaging system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the automatic drive function did not work periodically. There was no patient present when this issue was identified.